Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia of blood glucose value 315 mg/dl and received pump error 53. Troubleshooting was performed and the customer successfully cleared the alarm, rewound the pump and pump passed self test. The customer will discontinue the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side which starts at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, cracked middle (enter) keypad button, scratches and indents in the keypad overlay. The pump was received with a battery cap missing 2 weld spots. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No pump error 53s and no under delivery were noted during testing. Thump software was utilized and was able to upload trace/history files for the most part but with some parsing errors in the pump history file. The pump history file confirms that pump error 53 (filenumber = 26, linenumber = 1479) occurred on 03/01/24 @ 01:29:00 and on 03/03/24 @ 04:43:00 + (filenumber = 42242, linenumber = 48945) occurred on 03/03/24 @ 04:33:32. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump error 53s was confirmed in the pump's history. According to the software r&d pump analysis log, pump error 53 (filenumber = 26, linenumber = 1479) + (filenumber = 42242, linenumber = 48945) was generated due to an exception on the main mcu, and it is suspected that it is hardware related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side which starts at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, cracked middle (enter) keypad button, scratches and indents in the keypad overlay. The pump was received with a battery cap missing 2 weld spots. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No pump error 53s and no under delivery were noted during testing. Thump software was utilized and was able to upload trace/history files for the most part but with some parsing errors in the pump history file. The pump history file confirms that pump error 53 (filenumber = 26, linenumber = 1479) occurred on 03/01/24 @ 01:29:00 and on 03/03/24 @ 04:43:00 + (filenumber = 42242, linenumber = 48945) occurred on 03/03/24 @ 04:33:32. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump error 53s was confirmed in the pump's history. According to the software r&d pump analysis log, pump error 53 (filenumber = 26, linenumber = 1479) + (filenumber = 42242, linenumber = 48945) was generated due to an exception on the main mcu, and it is suspected that it is hardware related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.